Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. Thre was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device was recalibrated to address the issue.